Manufacturer narrative:
The wye circuit was not returned to zoll medical corporation as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the clinician prepared for flight and manually ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.